Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device evaluation.

Event description:
The customer reported while using the vela ventilator; the unit has a screen issue. The customer reported a delamination spot on the lower right edge of the screen. The customer reported there is no patient involvement associated with the event.